Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the patient's right atrial (ra) lead had insulation damage. The lead was repaired and remains in use. As well, the patient's right ventricular (rv) lead had small r waves. No intervention was completed on the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.